Event description:
The customer reported occasional blackout during inspection for use involving an olympus colonovideoscope. There was no patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) e1 - address: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.